Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away. The patient's family have filed a legal claim alleging a device failure caused or contributed to the patient's death. No specific details were provided, and the device was not returned for analysis.